Event description:
Caller reported multiple, intermittent occlusion alarms. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. The customer had not addressed the elevated bg at the time of report. Customer addressed occlusions by clearing the alarm and resuming insulin delivery.